Event description:
Boston scientific received information that this patient's atrial lead was exhibiting impedance measurements greater than 2500 ohms. Additionally, the patient had experienced some atrial tachy responses (atrs)and some atrial noise was noted. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed at which time, the atrial lead was found to not be securely seated in the device header. The lead was secured which resolved the reported clinical observations. The device was subsequently explanted for normal battery depletion and was returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection confirmed the seal plugs and adhesive appeared normal and seal appeared to be intact. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. No other adverse events have been reported. This product issue will be updated if additional information is received.